Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the ultra fast-fix suture system, the t2 implant was jammed and could not be pushed out. The procedure was completed using a smith and nephew back-up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H6: health effect - impact code.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch and product number. The image also revealed the distal tip of the needle without anchors and suture. The actuator tip has been fully actuated. No physical damage visible to the device. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the t1, t2, and suture were returned off the needle. The knot had not been tightened. The variable depth straw had been trimmed. There was bio debris in and on the needle. A functional evaluation of the device could not be performed due to the implants are already deployed. A review of the customer provided image confirmed the reported batch and product number. The image also revealed the distal tip of the needle without anchors and suture. The actuator tip has been fully actuated. No physical damage visible to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the t1, t2, and suture were returned off the needle. The knot had not been tightened. The variable depth straw had been trimmed. There was bio debris in and on the needle. A functional evaluation of the device could not be performed due to the implants are already deployed. A review of the customer provided image confirmed the reported batch and product number. The image also revealed the distal tip of the needle without anchors and suture. The actuator tip has been fully actuated. No physical damage visible to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.